Manufacturer narrative:
This report is submitted on september 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced swelling and pain at the magnet site, subsequent to undergoing an MRI (1.5 tesla) (date not reported). Two weeks later, the patient experienced breakdown of skin over magnet site and subsequently was treated with a topical antibiotic (date and duration not reported).